Manufacturer narrative:
Device power up properly after battery installation. Device received with operational currents within specifications and passed self test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No blank display anomalies were noted. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display and power error detected alarm. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. It was reported that the display was flashing and white. The customer stated that they changed that the infusion set, reservoir and the screen went dead again. Customer had declined troubleshoot for high blood glucose. Customer advised to inserted new aa battery and had power error detected. The customer stated that the display returned after pump restart. The customer was advised to disconnect from the pump. The customer was advised to remove the aa battery from the pump and monitor the notification light. The insulin pump will be returned for analysis.